Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range left ventricular (lv) lead pacing impedances measuring greater than 2500 ohms. Additionally, there were observations of no capture in all vectors. Technical services discussed programming the lv output down to sub threshold. At this time, the device and lv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range left ventricular (lv) lead pacing impedances measuring greater than 2500 ohms. Additionally, there were observations of no capture in all vectors. Technical services discussed programming the lv output down to sub threshold. At this time, the device and lv lead remain in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this left ventricular (lv) lead also exhibited high pacing thresholds. The physician elected to replace the device and the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.